Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned for evaluation. Medical records were provided. The investigation is confirmed for limb detachment and tilt. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use. H11: b5, d4 (product catalog no), g1, h6(result). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that md800f meridian vena cava filter allegedly experienced malposition of the device and limb detachment. This information was received from a single source. This malfunction involved one patient with no consequences. The weight of 31 year old male patient was not provided.

Manufacturer narrative:
The sample was not returned for evaluation. As the lot number for the device was not provided, a manufacturing review could not be performed. The investigation is inconclusive for limb detachment and tilt. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that unknown meridian vena cava filter allegedly experienced malposition of the device and limb detachment. This information was received from a single source. This malfunction involved one patient with no consequences, the patient's age, weight, and gender were not provided.